Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) system overtemperature alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and ran it for 1.5 hours afterwards and found no issues with it. Fse completed all diagnostic, performance and safety tests with no issues. The unit was approved for clinical use and returned to the user.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) system overtemperature alarm. There was no harm information.